Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath displayed a broken ceramic tip. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning sterilization and disinfection cds) of the instrument or during the last procedure. Depending on the age of the item, the defective sealing ring is due to wear and tear, frequent use and lack of maintenance, poor reconditioning (cds). A defective sealing ring is very likely to lead to leakage on the inner shaft. However, it was unable to be specified. Olympus will continue to monitor field performance for this device.